Event description:
The procedure was performed in another country. This device was used in the carotid artery. While pushing the spiderfx sys through the sheath, the physician could feel a resistance. He removed the spiderfx again and noticed a kink at the transparent part behind the filter. When checking the system closely, it was visible that the catheter was torn off at the "exit port." Reference: attachment 1. Add'l info received 07/16/2007. Sterile cleaning and covering in the dorsal position. Under local anesthesia, a puncture was made of the common femoral artery, left side. Guidewire was then inserted as far as the aortic curve. After 5000 u of heparin and 1g aspisol are administered, a port containing a guide catheter was then advanced. Using this system, a probe of the common carotid artery, left side, was then performed. An overview angiography of the carotid fork and right elevation of the neck was performed. After the port was advanced in the common carotid artery, the guidewire and the guide catheter were removed. Finally, an image was once again made of the carotid fork, and a protection sys, spider fx was inserted into the port. An attempt to advance the system here was not successful. After 35 cm, a resistance was detected, which, in spite of several attempts, could not be overcome. The tension that had built up in the port even led to the port being completely dislocated from the common carotid artery. After this, the protection sys was removed from the port. At first glance, a fold in the transparent segment behind the parked filter could be seen. According to a statement; part of the catheter had broken away. During this incident, there were no neurological incidents concerning the pt. Finally, the port was repositioned and the stenosis was once again negotiated using a coronary wire. A 7x30-mm wall stent was introduced through the stenosis without any problems. The proximal end of the stent was positioned safely in the common carotid artery. The waist of the stent revealed the stenosis present. This [stenosis] was removed angioplastically using a balloon catheter. No neurological difficulties arose during the angioplasty procedure. After the balloon was removed, another image was made of the carotid fork. An unimpeded flow within the lumen of the internal carotid artery could be seen, without any hemodynamically relevant stenosis. After the balloon was removed, the port was withdrawn. The puncture site was closed.